Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A clinical director reported a pt with epithelial defect and pain in the left eye at lasik post-op visit. Add'l info has been requested.